Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a blade lifted from the balloon and removal difficulties occurred. The 95% stenosed lesion was located in the mildly tortuous left anterior descending artery. The vessel contained soft plaque. A kinetix guide wire crossed the target lesion and the 10/3.50 flextome monorail cutting balloon was advanced through a 4.0 non-bsc guide catheter. The balloon successfully crossed the target lesion and two inflations were performed at 10atm. The physician then attempted to remove the device however it was found to be stuck in the vessel. The cutting balloon, guide catheter and guide wire were successfully removed together as a unit. Upon removal, it was observed that the proximal part of a blade was lifted from the balloon surface. The procedure was completed with a new guide catheter and guide wire and a 4.0 x 12mm non-bsc stent was successfully implanted. There were no patient complications reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation by MFR.: the flextome balloon was received for analysis. Visual inspection revealed that the device was returned with the guide wire and guide catheter. The guide wire was inside of the balloon catheter which was inside of the guide catheter with the balloon showing at the distal end. There was congealed blood and contrast media in the hub of the guide catheter, therefore the device could not be moved inside the guide catheter. The balloon showed evidence of being inflated with congealed contrast media in the balloon. A microscopic examination of the balloon observed that one blade and pad was lifted from the proximal end for a length of 5mm. No part of any of the blades was missing. All other blades remained fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a blade lifted from the balloon and removal difficulties occurred. The 95% stenosed lesion was located in the mildly tortuous left anterior descending artery. The vessel contained soft plaque. A kinetix guide wire crossed the target lesion and the 10/3.50 flextome monorail cutting balloon was advanced through a 4.0 non-bsc guide catheter. The balloon successfully crossed the target lesion and two inflations were performed at 10atm. The physician then attempted to remove the device, however, it was found to be stuck in the vessel. The cutting balloon, guide catheter and guide wire were successfully removed together as a unit. Upon removal, it was observed that the proximal part of a blade was lifted from the balloon surface. The procedure was completed with a new guide catheter and guide wire and a 4.0 x 12mm non-bsc stent was successfully implanted. There were no patient complications reported and the patient's status is listed as ok.